Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the up button was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.